Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient passed away on (B)(6) 2026. The cause of death was unknown. Whether the outcome was device or therapy related was not provided by the customer. It was unknown if an autopsy was performed. It was unknown if the pump was explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was brought to the emergency department on (B)(6) 2026 for altered mental status, weakness, and lethargy. The computed tomography (CT) scan was positive for subarachnoid hemorrhage and showed a right anterior cerebral artery (aca) occlusion. Log files were sent for review. The log file captured routine events. There were no notable alarm conditions or parameter changes. The ventricular assist device (vad) and peripheral equipment were functioning as intended.

Manufacturer narrative:
Section g3: date received by manufacturer of the previous report was (B)(6) 2026. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2026 through (B)(6) 2026. No notable events or alarms were captured, and the pump appeared to operate as intended at the fixed speed. It was communicated that the device would not be returned for evaluation. The heartmate 3 lvas IFU, is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.